Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The patient's strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.4 inr. Qc 3: 5.7 inr. The obtained results were in the allowed range. No error messages occurred during investigation. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results with coaguchek xs meter serial number (B)(4). At 7:53 a.m. The meter result was 1.7 inr and at 8:12 a.m. The meter result was 3.2 inr. The patient's therapeutic range should be around 2.5 inr and tests every 2 weeks.